Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the keyboard didn't work. None of the keys/buttons were functional. There was no pt involvement.